Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the siderail is broken. There was patient involvement; however, no adverse consequences are reported.